Event description:
It was reported that the up button on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 97 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked display window corner, battery tube thread, broken belt clip slot and minor scratches on lcd display window.